Manufacturer narrative:
Conclusion: based on the received info, the pt initially underwent a revision surgery to repositioned the device, which was allegedly causing headaches. The repositioning surgery acted to move the implant housing back, as it was positioned too far forward. It is assumed, that during this revision surgery, the electrode migrated or was accidentally pulled out of cochlea. At another revision surgery in february 2015, the active electrode was successfully inserted into the cochlea again. No further issues have been reported. The pt is now hearing well. The concerned device remains implanted and in use. This is a final report.

Event description:
The pt underwent repositioning surgery in mid-december 2014 due to reported headaches since implantation. During surgery, the implant housing was moved back as it was positioned too far forward. The headaches have since ceased but the pt has no access to sound. A CT scan performed confirmed the electrode being out of the cochlea. A revision surgery took place in february 2015. The electrode array was repositioned and the pt is now hearing well.

Event description:
The patient underwent repositioning surgery in (B)(6) 2014 due to reported headaches since implantation. During surgery, the implant housing was moved back as it was positioned too far forward. The headaches have since ceased but the patient has no access to sound. A CT scan performed showed that the electrode array was pulled out of the cochlea. A revision surgery is planned for (B)(6) 2015.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.